Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to damaged usb pin(s) from j3. Pictures were taken. Charge and boot tests were performed and failed due to damaged usb pin(s) from j3. An internal visual inspection was performed and passed. The log was not downloaded and reviewed to damaged usb pin(s) from j3. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.